Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer was advised by technical support to use multiple daily injections as a backup therapy and was sent a replacement pump along with instructions for returning the malfunctioning pump.